Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The 14fr x 25cm introducer and dilator were returned for evaluation. Upon visual inspection, introducer sheath was found to be split and buckling at base of the introducer hub. Clinical details noted that patient had calcified femoral arteries. Additionally, when the 14fr x 25cm dilator was removed from introducer, the sheath cracked below the orange hub on the sheath. Patient experienced bleeding until dilator was placed back in and sheath was replaced. The root cause of the introducer damage - mechanical was most likely due to sheath score line split caused by patient's calcified arteries based on damage observed on returned product. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-27410.

Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, as the 14 french 25 centimeter dilator was being removed from the peel away sheath, the sheath cracked beneath the level of the orange hub on the sheath. The dilator was not removed any differently than normal and the patient experienced bleeding until the dilator was placed back in and the peel-away sheath was removed and replaced. The patients outcome is stable.